Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that values are off 60 points all the time. At the time of contact, no injury or medical intervention was reported.